Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Current bg was 300 mg/dl. Customer did not know cause of elevated bg; however, thought that the insulin temperature fluctuated from hot to cold. There were no alerts/alarms in pump history related to this event. Customer reverted to using manual injections for insulin therapy.